Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 23jul2024.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d6a, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening assessed as unidentified (tear) opening (shell thickness was within specification. And as per the investigation procedure wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, d.9, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.